Event description:
During testing the core impaction drill was found to be overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing at the user facility, the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was found during testing at the user facility. Device will not be returned to the manufacturer facility for evaluation. As this product was not returned for evaluation, the failure mode could not be confirmed.